Event description:
It was reported that the pump was implanted on 9/19/97. Problems with the infusion rate were encountered on 10/16/97, but the decision ot explant the pump wasn't reached until 3/5/98. The planned date for the explant is 4/6/98. Arrow wasn't informed of the decision to explant until 3/5/98.